Event description:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. The review showed that two tibial insert impactor tips had broken.

Manufacturer narrative:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. The review showed that two tibial insert impactor tips had broken. Review of inspection records for the affected lot indicates that the impactor tips were manufactured to specification.